Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding a cartridge alarm 19 during the load process. The customers blood glucose (bg) level was impacted 385 mg/dl. The customer took a manual injection to stabilize bg level. It was indicated that the customer would use a backup pump as alternate insulin therapy.